Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, one year and 2 months post implant of the 26 mm sapien 3 ultra implanted, in the aortic position via transfemoral approach, the valve required post dilation for pvl. The valve was initial implanted with nominal pressure. Post procedure echo showed trace regurgitation. The 30 day echo showed mild, and the physician indicated they would just watch it. At the one year follow up echo, there was mod-severe regurgitation. The patient was short of breath at that time. One year and two months post implant, they brought patient back to hybrid room to reballoon the valve. They used a 26 mm commander system with adding 2 cc of volume to post dilate. The pvl was reduced in severity and size. Post deployment, a small eccentric jet was identified that they graded moderate pvl. The physician will monitor to see how the patient does for now.

Manufacturer narrative:
The valve remains implanted. As no device was returned, no visual inspection, functional testing or dimensional testing could be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The complaint paravalvular leak was unable to be confirmed; therefore, a lot history and complaint history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. Pre-procedural 3meniso was reviewed. Calcification was present along native annulus. The annulus appeared to be irregular in shape/non-spherical. The annular area and area-derived annular diameter were 434.4-459.2 mm2 and 23.5-24.2 mm, respectively, consistent with appropriately sized thv (26 mm). The commander delivery system with s3/s3u thv was reviewed. Long-term durability has not been established for the thv. Regular medical follow-up is advised to diagnose any complications and evaluate valve performance. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak was unable to be confirmed based on provided imagery. A review of DHR did not reveal any indication that a manufacturing nonconformance would have contributed to the reported event. In addition, review of IFU/training materials revealed no deficiencies. As reported, ''as reported by field clinical specialist, one year and 2 months post implant of the 26 mm sapien 3 ultra implanted, in the aortic position via transfemoral approach, the valve required post dilation for pvl.'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per reviewed imagery, calcification was present in native annulus, which was also non-circular in shape. A non-circular annulus and/or bulky calcification can create irregular contact between the pvl skirt and target site, resulting a compromised seal. In this case, it is possible these patient factors, in combination with aortic valve remodeling, lead to pvl worsening over time. As such, available information suggests that patient factors (calcification, non-circular annulus, cardiac remodeling) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : valve remains implanted.